Event description:
It was reported that: after moving a patient the ventilation was restarted with the default settings of the device. The physician, who was responsible during the event, reported that it was neither possible to raise the oxygen concentration nor to increase the frequency of the ventilation. The patient died.